Event description:
It was reported the physician implanted a 20 mm gore helex septal occluder to close an atrial septal defect. The defect measured approximately 9 mm with echocardiography. One day following implant, the pt had a coughing fit and vomited. Imaging showed a shunt was present and that the device did not appear stable. The physician removed the device and implanted a 12 mm amplatzer septal occluder. The pt was doing well following the procedure.

Manufacturer narrative:
A review of the device mfg records is in progress.